Event description:
It was reported that t:slim x2 pump battery would not charge despite use of approved charging cable, wall adapter, and working wall outlet, and no low power alerts or shutdown alarms were observed. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to try a different wall adapter. Customer was to call back if problem persisted, and no additional information was received regarding the outcome of the event.